Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported low bgs. Customer does not feel ok to troubleshoot.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The customer reported via phone call that they experienced hypoglycemia which resulted in dispatch of emergency medical services. Blood glucose reading at the time of event was 33 mg/dl. Low blood glucose was treated with dextrose and saline drip. Customer was sleeping around the time of event. The night before, the customer had tried to insert a reservoir, but was unable to screw/lock it into place. They pushed the reservoir into the pump without completing the rewind process. The customer was likely using the insulin pump system within 48 hours of the reported event. It is unknown if the auto mode feature was active at the time of incident. Troubleshooting was declined. The insulin pump will not be returned for analysis.